Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting a tone every few minutes; however, ICD interrogation appeared normal. Tones were not audible during 'beep on paced/sensed events' testing.